Event description:
It was reported that at the conclusion of a bilateral common iliac stenting procedure on (B)(6) 2011, the physician deployed an 8f angio-seal vip in the right common femoral artery of the pt without any issues. When attempting to deploy a 6f angio-seal vip in the left common femoral artery, the physician was unable to retract the device after it had been locked together. The physician cut through the sheath to expose the suture. While keeping tension on the suture, he was able to remove the sheath, tie a slip knot on the suture and slide it down to keep the collagen in place. As a precaution, five minutes of manual compression was applied and the pt was sent to recovery. Hemostasis was achieved in the procedure room and the pt did not rebleed. In the four hrs that the pt was at the hosp, he showed no acute signs of ischemia; however, upon f/u with the vascular surgeon on (B)(6) 2011, signs of ischemia were present. Surgery was performed (date unk). The pt received heparin (5000 u) and clopidogrel (300 mg).

Manufacturer narrative:
A device was not returned; therefore, an eval could not be performed. A review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. A training record was not found for the physician. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.